Event description:
It was reported that an unk number of spectrum pumps displayed frequent, false, air in line alarms while infusing blood. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device were not returned to baxter for eval. Therefore, an eval could not be completed. If a device is identified and returned, an eval will be completed and a report will be submitted.